Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced pain and that the device has moved "almost to the patient's armpit" . Device is still in use. No patient complications have been reported as a result of this event.